Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. All connections were checked and the system was found to be operational. The system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the system was booted, it would fail to initialize, and there was a loud beeping noise. Multiple hard reboots were attempted and the system did not connect at this point.